Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
The event involved a primary plum set, clave port, clave y-site, secure lock, 103 inch that the black specks in drip chamber. There was no reported patient involvement or harm.